Manufacturer narrative:
(B)(4) upon receipt of this complaint fisher & paykel healthcare (fph) approached the hospital to obtain further details about the reported incident. Here is the chain of events, based on information received from the hospital: a patient was set up at 2am on (B)(6) 2017 with system that included a draeger babylog ventilator, an rt265 breathing circuit and a sokinox nitric oxide delivery interface. Hospital staff had been trained by draeger on the proper set up of the ventilator on 28 june 2017. During this training draeger had recommended that the rt265 dryline be attached directly to the ventilator. Staff had made the decision to attach the sokinox between the rt265 dryline and the inspiratory valve of the ventilator. In order to ensure a secure connection staff had used an adaptor to connect the sokinox to the ventilator. During set up of the devices for this event, staff had not included the adaptor but had connected the sokinox directly to the ventilator valve. The sokinox connector is 1 to 2mm too large to fit the ventilator valve securely, which is why staff had used the adaptor on all other occasions. At 5am on the same day (9 august) the sokinox interface disconnected from the ventilator. Staff confirmed that no fph devices were involved in the disconnection. The patient suffered cardiac arrest but was resuscitated and staff confirmed that the injury was not due to the disconnection but rather to the patient condition. From the above information we have concluded that the disconnection between the sokinox and the ventilator occurred due to the sokinox not achieving a sufficiently secure connection with the ventilator inspiratory valve. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms. - the use of circuit/chamber combinations not recommended by fisher & paykel healthcare may result in poor humidification system performance, ventilator malfunction, and harm to the patient/user.

Event description:
A hospital in (B)(6) reported that a draeger babylog vn500 ventilation system that included a rt265 infant dual-heated evaqua2 breathing circuit had a disconnection, but did not state which devices had disconnected. They reported that the patient suffered a cardiac arrest and was resuscitated but that this event was not linked to the disconnection.